Event description:
It was reported that the patient presented for a cardiac resynchronization therapy defibrillator (crt-d) implant procedure. During the procedure, the low voltage lead was noted to have a faulty probe. Additionally, the left ventricular (lv) lead was reported to be contaminated. The left bundle branch pacing (lbbp) lead implantation was also cancelled for unknown reasons. All three leads were not used and were subsequently replaced. The patient¿s condition was unknown.